Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer state that did not receive a low battery alert prior to the replace battery now alarm. The customer stated the battery was not previously used. Customer stated the battery cap was loosened. Customer reports they receive a calibration not accepted alert. Customer reports they receive a change sensor alert. Customer stated that blood at site. The insulin pump will not be returned for analysis.